Manufacturer narrative:
The device ro 15 052 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. The device stopped with an error message "communication error". There was no patient/user impact reported. A surgery delay of 15 min has been reported.